Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2221701 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no white tamp tube in a 5f mynxgrip vascular closure device (vcd). Manual compression was held for hemostasis. There was no patient injury. The physician went to shuttle down the vcd when he noticed there was no white tamp tube in the mynx. The device was stored and prepped according to the IFU. The device was used in a diagnostic angiogram using a retrograde approach. The device was used with an unknown 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no significant resistance when shuttling down. No unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, there was no white tamp tube in a 5f mynxgrip vascular closure device (vcd). Manual compression was held for hemostasis. There was no patient injury. The physician went to shuttle down the vcd when he noticed there was no white tamp tube in the mynx. The device was stored and prepped according to the IFU. The device was used in a diagnostic angiogram using a retrograde approach. The device was used with an unknown 5f sheath. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no significant resistance when shuttling down. No unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock closed. The procedural sheath was on the shuttle cartridge. The sealant was in manufacturing position, exposed to blood and adhered to the device component. The advancer tube was found to have remained in manufacturing position. The syringe was not returned with the device. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, the sealant was removed from the device and a simulated deployment test to ensure functionality of the returned device was performed. The shuttle was advanced without issue, and the advancer tube was found properly engaged to the proximal tamp lock during the device failure investigation. Blood was observed on the advancer tube. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed that the sealant was in manufacturing position exposed to blood and adhered to device component. A product history record (phr) review of lot f2221701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported events. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. In addition, the distal tip of the cartridge tube was torn at the side slit. Procedural factors and handling factors may have contributed to the damage noted. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, and h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.